Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying the error message of ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2019, at 10:30 pm. The patient manages his diabetes with a combination of diabetes medication (10 units novolog, 3 times a day and 150 units toujeo, twice a day). The patient stated that since he was not able to get a reading on the subject meter, he took his normal dose of novolog immediately after testing. On (B)(6), at 12 am the patient developed symptoms of feeling ¿clammy, sweaty and his pupil was constricted¿. The patient reported that 30 minutes later, he took 4 glucose tablets to relieve the symptoms. The patient denied that he used any other device to test his blood glucose. During troubleshooting, the csr noted that it was not the first time the patient had used the subject meter, however, the csr confirmed that the correct testing process was being followed. The strips had not been open longer than the discard date, had not expired, and had been stored correctly and the csr managed to resolve the issue during troubleshooting. Replacement products have been sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.